Event description:
The customer contact reported an adverse event while the device was in use. The blood set was being used to deliver 0.9% sodium chloride "into the side port of cordis" at an unspecified rate. After an unspecified length of time in use, the customer contact reported, "patient became acutely hypotensive (sbp in 50's). Attempted to rapidly infuse .9ns fluid bolus via 'pump y blood tubing' by squeezing bulb. IV fluid would not infuse using this manner. Blood backed up out of cordis and into tubing." The customer contact reported that they were "unable to increase rate of fluid bolus beyond the rate of gravity." It was reported that the patient was treated with "levophed titrated up to 45mcg in interim to provide blood pressure support to patient. Able to turn levophed off after fluid bolus infused." There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded.